Event description:
Same case as: 2134265-2014-07062. Reportable based on device analysis completed on 20oct2014. It was reported that the burr became stuck on wire. A 1.50mm rotalink¿ burr and a 330cm rotawire¿ and wireclip¿ torquer were selected and used to treat the target lesion. The physician noticed that the burr was wrapped around the wire. No patient complications were reported. However, device analysis revealed a wire fracture found on the annulus of the burr.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. There was blood present in the sheath of the catheter. The sheath was also found to be torn. There was no evidence of a guide wire upon initial examination. A visual examination of the complaint unit was carried out. The burr was attempted to be pushed back to expose the handshake connector of the catheter for inspection but this was not successful. The catheter housing was removed and the sheath was cut to expose the handshake connector and no damage was noted. The annulus of the catheter was inspected and it was found to be damaged and corroded. Upon inspection there is a possibility a wire can be seen in the annulus of the burr. An attempt was made to load a test wire through the burr but a resistance was encountered. An attempt was made to load the test wire through the handshake connector of the catheter. This was successful until the test wire was inserted to approximately 36.5cm from the handshake connector and a resistance was encountered and the test wire could no longer be advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).